Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pulse generator exhibited loss of capture. The pulse generator was not used and a new pulse generator was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture could not be confirmed. The pacer was received in normal working conditions, battery voltage above elective replacement indicator (eri). Based on electrical and mechanical analysis performed and capture test under field setting, no issue with device functionality. Visual inspection shows punctured septum and partially stripped setscrew inset consistent with insertion of the torque wrench at an angle. Based on the longevity assessment, device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.